Event description:
As reported, the palmaz blue stent was detached from the delivery system. The stent became detached when opening the package before use, during prep of the device. The device and stent was not used in the patient. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The device was removed from the package in a regular operation. There were no other anomalies noted prior to use. The sds was prepped per the IFU; however, it was found when opening the package. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, h1, h2, h3 and h6 the palmaz blue stent was detached from the stent delivery system (sds). The stent became detached when opening the package before use during prep of the device. The device and stent wad not used in the patient. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The device was removed from the package in a regular operation. There were no other anomalies noted prior to use. The sds was prepped per the IFU; however, it was found when opening the package. The product was returned for analysis. One non-sterile unit of a blue/aviator/plus 4x15/142p pk stent delivery system unit was received for analysis inside a plastic bag. The concomitant mentioned palmaz blue stent was not returned for evaluation. Per visual analysis, the balloon profile seemed as have been previously inflated. Also, the balloon of the unit exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the aviator balloon as expected. A product history record (phr) review of lot 82221931revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis, as the stent was not returned for analysis, and the balloon appears to have been inflated. Based on the information available for review, shipping or handling factors may have contributed to the event as evidenced by stent marks noted on the outer surface of the balloon during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the palmaz blue stent was detached from the delivery system. The stent became detached when opening the package before use during prep of the device. The device and stent wad not used in the patient. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The device was removed from the package in a regular operation. There were no other anomalies noted prior to use. The sds was prepped per the IFU; however, it was found when opening the package. The device was returned for evaluation.

Manufacturer narrative:
Correction made to section e1 (initial reporter).